Manufacturer narrative:
(B)(4). Investigation summary: three photos were return along with the device for review. Upon visual inspection of three photos, the following was observations: the first photo shows a gold reload from cartridge pan area and a white driver can be seen in the package near of proximal end of reload. The second photo shows several white drivers inside of a plastic bag. The third photo shows a blue reload from pan area and an orange driver can be seen protruding of pan in left side. The device analysis results showed that one ecr60d cartridge reload was returned unfired with 8 double driver missing and 2 double drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during endoscopic lobectomy surgery, opened the packing, noted the staple drivers were damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.